Manufacturer narrative:
The investigation was completed by our experts. The image quality issues claimed by the user could not be confirmed. The detailed investigation did not reveal any system deficiencies. The system works as specified. In general, the appearance of the image can be adjusted by varying several parameter settings and thus adapted to the user's preferences. Therefore, the image was adjusted according to the physician's requirements and the system was kept under observation for 6 weeks. There were no more complaints about image quality.

Manufacturer narrative:
7/19/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: code 4756 was utilized for component code because not enough information was provided to siemens to determine what system component, if any, was involved in the reported complaint event.

Event description:
Siemens healthineers was made aware of an image quality issue with the artis zee biplane system. It was stated that the patient suffered an intracranial hemorrhage. However, the patient left the lab in stable condition. Clarification regarding the details of this event have been requested but have not been received by siemens healthineers as of the date of this report.